Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display and it was stuck on rewind. Troubleshooting was performed. Instructed the customer to insert a new battery, but the time did not change and the device stuck during rewind. No further info was provided.